Event description:
Remove gastric banding- "after inserting several instruments, the valve could not hold the gas." Patient status: "ok"

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no signs of damage on the seal components. Additionally, after leak testing the unit was found to function properly and met design specifications. The root cause could not be determined as engineering was unable to replicate the incident. During the manufacturing process, all trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.